Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected; it was noted that the needle base was slight raised. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. Leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No functional problem was noted with the valve. The root cause for the slightly raised needle guard base, was probably due to user error, as noted in the IFU : (do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway.), this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that a (B)(6) patient with blake's pouch cyst and presumed obstructive hydrocephalus underwent vp shunt placement with a certas plus valve on (B)(6) 2016. Valve was originally set at 5, was subsequently set at 4. The shunt was checked after MRI and was confirmed to be still at setting 4. Pa then adjusted patient's shunt to 3 and got confirmation via tool. Due to questions of his shunt being adjusted appropriately in the past, they obtained a skull x-ray which showed the shunt was still set to 4. The surgeon then attempted to adjust the valve to 3 and got confirmation via the tool again. However, a skull x-ray then showed the shunt was still set to 4. The surgeon then attempted to adjust again and got confirmation via tools and x-ray that it did in fact go to setting 3. The valve was later revised.